Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported unintended movement (clip opened during establish final arm angle (efaa)) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 2+ functional mitral regurgitation for a mitraclip procedure. During preparation of the device, the clip opened while testing the established final arm angle. The clip opened to approximately 5-10 degrees while the device was one turn open from the neutral position. Troubleshooting was performed by testing the clip again, which resulted in the same outcome of the clip opening to approximately 5-10 degrees. The clip was discarded and another mitraclip was selected and implanted successfully. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays.